Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding / irregular bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of my fallopian tubes is not blocked" in 2015. In (B)(4) 2015, the patient had essure inserted. In (B)(4) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("stabbing abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), constipation ("constipation"), headache ("severe headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine inflammation ("inflammed uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, constipation, headache, fatigue and uterine inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, fatigue, genital haemorrhage, headache, pelvic pain and uterine inflammation to be related to essure. The reporter commented: as per patient post on social media: physician believed that all her chronic systemic problems that started within six weeks of insertion were also caused by essure; four weeks after essure removal all her side effects were gone. Concerning the injuries reported in this case, the following ones were described in patient¿s social media post: pelvic pain, uterine inflammation. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media report. Added new reporter. Updated essure therapy information. Added events pelvic pain, uterine inflammation. Added surgery treatment for genital haemorrhage. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding / irregular bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of my fallopian tubes is not blocked" in 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("stabbing abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), constipation ("constipation"), headache ("severe headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine inflammation ("inflammed uterus"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, constipation, headache, fatigue and uterine inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, fatigue, genital haemorrhage, headache, pelvic pain and uterine inflammation to be related to essure. The reporter commented: as per patient post on social media: - physician believed that all her chronic systemic problems that started within six weeks of insertion were also caused by essure; - four weeks after essure removal all her side effects were gone. Concerning the injuries reported in this case, the following ones were described in patient¿s social media post: pelvic pain, uterine inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical compliant. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / stabbing pelvic pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of my fallopian tubes is not blocked" in 2015. In (B)(6) 2015, the patient had essure inserted. In m(B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("stabbing abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), constipation ("constipation"), headache ("severe headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflammed uterus") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, constipation, headache, fatigue and uterine inflammation outcome was unknown and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, fatigue, feeling abnormal, genital haemorrhage, headache, pelvic pain and uterine inflammation to be related to essure. The reporter commented: as per patient post on social media: physician believed that all her chronic systemic problems that started within six weeks of insertion were also caused by essure; four weeks after essure removal all her side effects were gone. Concerning the injuries reported in this case, the following ones were described in patient¿s social media post: pelvic pain, uterine inflammation. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / stabbing pelvic pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of my fallopian tubes is not blocked" in 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("stabbing abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), constipation ("constipation"), headache ("severe headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflammed uterus") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, constipation, headache, fatigue and uterine inflammation outcome was unknown and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, fatigue, feeling abnormal, genital haemorrhage, headache, pelvic pain and uterine inflammation to be related to essure. The reporter commented: as per patient post on social media: physician believed that all her chronic systemic problems that started within six weeks of insertion were also caused by essure; four weeks after essure removal all her side effects were gone. Concerning the injuries reported in this case, the following ones were described in patient¿s social media post: pelvic pain, uterine inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA.(B)(4)) on 05-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / stabbing pelvic pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of my fallopian tubes is not blocked" in 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("stabbing abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), constipation ("constipation"), headache ("severe headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflammed uterus") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, constipation, headache, fatigue and uterine inflammation outcome was unknown and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, fatigue, feeling abnormal, genital haemorrhage, headache, pelvic pain and uterine inflammation to be related to essure. The reporter commented: as per patient post on social media: - physician believed that all her chronic systemic problems that started within six weeks of insertion were also caused by essure; - four weeks after essure removal all her side effects were gone. Concerning the injuries reported in this case, the following ones were described in patient¿s social media post: pelvic pain, uterine inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "brain fog". Outcome of the events updated. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.